Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced respiratory failure and cardiac arrest. A methicillin-resistant staphylococcus aureus (mrsa) infection was identified. It was noted that the patient was septic from a previous non-device wound. Both the right atrial (ra) and right ventricular (rv) leads exhibited loss of capture for close to 48 hours, even at maximum output. The patient did however have a underlying heart rate in excess of the programmed lower rate limit and was able to sustain appropriate hemodynamics. The device was left programmed to maximum outputs and the pacing rate was decreased to a value below intrinsic per the physician's instructions. The patient was put on a ventilator and underwent a revision procedure. During the revision procedure vegetation was found on the leads. The infection this was determined to be the cause of the loss of capture. The device and leads were explanted and sent to the hospital's pathology department. A temporary rv lead was implanted and the patient remained on the ventilator post procedure. The field representative noted that the patient was still on the ventilator with the temporary pacing lead three weeks post implant. There has been no further contact from the hospital for follow up on this patient. No additional adverse patient effects were reported.